Event description:
When setting up the penumbra aspiration pump for the first time, a severe crack was noticed in the vacuum canister. Upon inspecting the other canister in inventory, a crack was also noted on that canister.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009.